Event description:
Patient noticed different color of control solution--now is a red color-could not find any info about change in color by MFR. He says solution is usually clear. The red solution is giving inaccurate readings. Dose, frequency and route used: use as directed. Therapy dates: 2-3 years. Diagnosis for use: blood sugar control.